Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the his lead helix was extended when trying to remove from the chordae tendineae. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.